Event description:
Spontaneous: pt reporting "no disposable, pump won't run" error message which woke her up. Pt called while pump was beeping so author walked her through some trouble shooting steps. She tried changing the batteries, checking for kinks/blockages in the tubing, repositioning the cassette, and moving the same cassette to the backup pump. Nothing'¿ worked, so pt created a new mill and used it in the backup pump and resumed her infusion. Pt did not report any clinical injuries during this event. Unknown if it's a pump malfunction issue or a cassette issue. She stated that she just started using a new shipment of cassettes and this is the first time this happened. Pump serial number: (B)(4), cassette lot number: 4227746. No additional information or dates known at this time. Did the reported product fault occur while in use with the pt or clinical injury? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; reported to (B)(6) by pt/caregiver.